Event description:
During the use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler kept rebooting itself. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.